Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: manufacturing location: elmira / monument, manufacturing date: 22-mar-2019, expiration date: 01-mar-2029, part number: 04.038.280s, tfna helical blade 80mm -sterile, lot number: h848470 (sterile), lot quantity: 47. One piece was scrapped in cell at op #100, thermal rinse-load, after being dropped. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Met all inspection acceptance criteria. Inspection sheet, final inspection met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 16117 supplied by sterigenics was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿bone head got rotated and dislocated¿ does not indicate breakage of the blade. Therefore, review of the raw material would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is synthes sales consultant. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for the femoral trochanteric fracture with trochanteric femoral nail-advanced (tfna) system. About 10 days after the initial surgery, the bone head got rotated and dislocated. The patient will undergo bha reoperation on (B)(6) 2019. The surgeon thinks it was caused by the bone quality of the patient and a problem with surgical procedure such as position of the implant insertion. He doesn¿t think it was caused by the devices. No further information is available. This report is for one (1) tfna helical blade 80 mm. This is report 1 of 3 for complaint (B)(4).